Manufacturer narrative:
The tandem t:flex user guide states to always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 400-500 (mg/dl), which was addressed with a correction bolus. On (B)(6) 2016, the customer experienced an additional elevated bg level in the 300's (mg/dl), which was addressed with a correction bolus. System check with tandem technical support confirmed that the pump was performing as intended; however, the customer had not adjusted the time and date to account for daylight savings. Tandem technical support assisted the customer in successfully adjusting the time and date.